Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically a fill estimate issue where the pump showed 45 units instead of the expected 160 units. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the same cartridge, but the caller saw the minimum fill displayed after filling the tubing and declined to deliver a test bolus.